Event description:
The customer reported the device had a 24/12 volt power failure occurrence during operation with a vent inop occurrence during subsequent power on. The customer also reported that upon power on of the ventilator it displayed a message 'backup battery not connected', indicating the backup battery was not detected during power on self test due to a low capacity for use. The ventilator was not in use on a patient at the time of the reported failure, therefore, there was no patient involvement or harm. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to disconnect the backup battery to determine if the reported problem would recur. The customer reported the problem did not recur. The pse advised the customer to replace the backup battery to address the reported problem. This event is also being reported as a user error due to failure to maintain the backup battery as specified. Per the device operators manual, when the ventilator is powered by backup battery, it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a battery in use yellow led is lit. Operation will continue until the battery has 5 minutes of operation left. A red battery low led will flash and a nonresetable high priority alarm will sound. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.

Manufacturer narrative:
Out of warranty; no manufacturer's service requested.